Event description:
Ous MDR - after an implantation time of about 22 months, oversensing with inappropriate shock deliveries was reported. ICD and lead were explanted and returned to biotronik for analysis. Aside from the shock deliveries, no worsening of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, a helix fracture of the inner conductor helix was found immediately proximal of the clearly visible ligature marking. The fracture ends of the inner conductor helix showed bending radii. This damage manifestation is with high probability the cause for the observed interference signals with shock delivery. The observed damage manifestation indicates significant mechanical stress during the operating time of the lead. A tightly bound ligature in combination with a narrowly bent position of the lead immediately proximal of the lead fixation sleeve should be considered. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.